Event description:
This lv lead was implanted on (B)(6) 2003. A call to technical services (ts) on 8/9/2012 states the l v threshold has gone up since patient received an lvad. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).